Event description:
The facility reported a colleague infusion pump with bottom third of screen has multiple lines. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: this device was returned to baxter (B)(4) for device evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of "bottom third of screen has multiple lines". The root cause was determined to be "lines on main display". The uim (user interface module) lcd (liquid crystal display) was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information be received, a follow-up medwatch will be submitted.